Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported, that the patient presented for an implant procedure. During the procedure, while positioning the left ventricular (lv) lead. It was noted, that the patient experienced ventricular tachycardia, which was converted by external defibrillation. Upon review, it was noted, that the lv lead exhibited an unspecified low voltage output issue. The lead was not used. And a dual chamber implantable cardioverter defibrillator (ICD) was implanted instead. The patient was in stable condition.